Manufacturer narrative:
Conclusion: a device history record is not required as the product event does not indicate a potential manufacturing issue. The reported event indicates that, when the valve was implanted, the tip of the delivery catheter system (dcs) caught on the valve during removal causing it to dislodge. Dislodgement of the valve by the distal tip is related to operator technique or experience; the instructions for use, instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. There was no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: evolutpro-29, serial/lot #: (B)(4), ubd: (B)(6) 2021, (B)(4). Product analysis: the valve will not be returned and the delivery catheter system (dcs) was discarded therefore no product analysis can be performed. Conclusion: without the return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during deployment of this transcatheter bioprosthetic valve with this delivery catheter system (dcs), the valve was deployed at the appropriate position. Following the successful deployment, the nose cone of the dcs caught the valve while removing the dcs. The valve was pulled into the ascending aorta by the dcs and it was impossible to retract the valve. The procedure was changed from a percutaneous transcatheter aortic valve implantation to surgical aortic valve replacement. The valve was explanted, and a surgical tissue valve was placed. No additional adverse patient effects were reported.